Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after an interventional percutaneous transluminal angioplasty. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified artery was attempted using a proglide after an unspecified procedure. Reportedly, after suture deployment, the plunger was being pulled and the suture separated. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.